Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for 6 week post implant follow up. Upon interrogation, the right ventricular lead exhibited varying thresholds and intermittent capture. Chest x-ray confirmed that the lead did not move since implant. The physician believed that it was best to reposition the lead. Programming changes were made to avoid inappropriate therapy until lead repositioning. Patient remained stable and asymptomatic throughout. Patient presented for lead repositioning on (B)(6) 2017. It was noted that there was evidence of intermittent capture pre procedure. Physician attempted to reposition the lead. During the procedure, a stylet was introduced with great difficulty and physician was unable to position with the stylet which was somewhat stuck in the lead. The lead was explanted and replaced successfully. Patient tolerated the procedure well and was stable pre, during, and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.